Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a (B)(6) female patient who had essure (batch no. B40014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 ((B)(6)1995, (B)(6)1997, (B)(6)1999, (B)(6)2001), miscarriage, premature birth (36 weeks), pregnancy induced hypertension, hypertension, loop electrosurgical excision procedure, premature birth, miscarriage and blood pressure high. Essure confirmation test done. Previously administered products included for an unreported indication: prozac. Concurrent conditions included heartburn since 2015, overweight, penicillin allergy, swelling of legs, dizziness, hyperglycemia, anxiety, epigastric pain and menorrhagia. Family history included heart disorder (father), hypertension (father), myocardial infarction and fibromyalgia. Concomitant products included omeprazole since 2015 for heartburn, lisinopril since 2013 for hypertension as well as ethinylestradiol;norethisterone acetate (loestrin), medroxyprogesterone acetate (depo provera) and mestranol;norethisterone (ortho novum). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced hot flush ("hormonal change describe : hot flashes"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"). On (B)(6)2013, the patient experienced depression ("depression increased"), 1 month 29 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and anger ("out burst of anger") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced anxiety ("psychological or psychiatric problems:anxiety"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In november 2015, the patient experienced vulva cyst ("other injury(ies) or complication please describe: labia erythematous cyst"). On (B)(6)2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On an unknown date, the patient experienced arthralgia ("joint pain / painful joints/ joint pain in leg (mild to severe)") and menstrual disorder ("menstruation issue"). The patient was treated with paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the pelvic pain, arthralgia, alopecia, fatigue, menstrual disorder, hot flush, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, depression, anger, gastrooesophageal reflux disease, anxiety and vulva cyst outcome was unknown. The reporter considered alopecia, anger, anxiety, arthralgia, depression, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hot flush, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vulva cyst and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. Current weight (B)(6). Insertion details: both tubal ostia easily identified. Essure device was placed with 3 coils remaining on left and 3 on the right. Patient tolerated procedure well. Instructed to use alternative contraception until confirmatory hsg. Used bilaterally. She did not allege that essure caused birth defects. Plaintiff stated that she is planning for essure removal due to injuries caused by essure. Fu9- discrebancy noted as per previous fu (B)(6) 2013. She has received treatment for event abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: confirmed that device was successfully occluded. Both essure devices were noted to be in good placement.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporters, added, case became medically confirmed. Concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.